Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with a decrease in sensing on the right ventricular lead. Capture thresholds also increased. A chest x-ray was recommended to a healthcare provider. Patient was stable after the event.